Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial:(B)(6) batch: 7083248.

Event description:
It weas reported that the patient experienced inadequate stimulation despite reprogramming attempt. Several high impedances were noted on the leads. It was also stated that the lead was fractured but not confirmed by imaging.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. Several high impedances were noted on the leads. It was also stated that the lead was fractured but not confirmed by imaging. Additional information was received that the patient underwent a lead replacement procedure. The explanted leads will not be returned.